Event description:
Additional information was received for this (B)(4) patient/cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The report received from the (B)(4) indicated that the patient was enrolled in (B)(4). The patient presented with a positive functional ischemia, ccs class ii angina. The patient had four target lesions: a 99% lesion in the mid rca, an 80% lesion in the proximal rca, an 80% lesion in the distal rca, and an 80% lesion in the 1st diagonal. The patient underwent the index procedure with treatment of four target lesions. The first target lesion in the distal rca was treated with pre-stent balloon angioplasty and placement of one stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with placement of one stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The third target lesion in the proximal rca was treated with placement of one stent/cypher 3.0x 13 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The fourth target lesion in the 1st diagonal was treated with pre-stent balloon angioplasty and placement of one stent/cypher 2.5 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The patient was discharged the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The complaint received states that per cec adjudication, the patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, history of previous pci ((B)(6) 2003) and smoker. The patient presented with a positive functional ischemia study, ccs class ii angina. The patient had four target lesions: a 99% lesion in the mid rca, an 80% lesion in the proximal rca, an 80% lesion in the distal rca, and an 80% lesion in the 1st diagonal. The patient underwent the index procedure with treatment of four target lesions. The first target lesion in the distal rca was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the mid rca was treated with placement of one study stent/cypher 3.0 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The third target lesion in the proximal rca was treated with placement of one study stent/cypher 3.0x 13 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The fourth target lesion in the 1st diagonal was treated with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 18 mm. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure, no cardiac enzymes were drawn. Post-procedure, on (B)(6) 2010 at 03:02, the ck was not tested, the ckmb was 8.3 (nl 5, ratio 1.66), and the troponin t was 0.06 (nl 0.01, ratio 6). A 16-24 hours post-procedure draw was not done. This elevated enzyme event has been deemed by the cec adjudication committee as an arc peri-procedural pci thus the file was coded for an mi. The patient was discharged the day after the procedure on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069542 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of four products used during the same procedure. Please reference MFR. Report #3003742446-2012-00300; # 003742446-2012-00301; # 3003742446-2012-00302; and # 3003742446-2012-00303.

Manufacturer narrative:
The ECG core lab report is unavailable. Additional information, including admission report and ECG tracings, was requested. The site provided no additional source documents with a response: "no source." The site reported no post-procedure complications. The patient was discharged the day after the procedure on dual antiplatelet therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report #3003742446-2012-00300; # 003742446-2012-00301; # 3003742446-2012-00302; and # 3003742446-2012-00303.